Event description:
It was reported that the patient presented to clinic or follow up. At the follow-up, x-ray confirmed that the right ventricular (rv) lead was dislodged. While trying to reposition the rv lead it was noted that the helix would not rotate. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. Visual examination found the helix was extended and clogged with blood and tissue. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. Specification measurement and electrical testing were normal with no anomalies found. The cause of helix mechanism issue was isolated to the helix being clogged with blood and tissue.